Manufacturer narrative:
Na

Event description:
A decrease on the r-wave amplitude was observed. The surface egm showed artifact. A lead dislodgement was suspected. Technical services discussed chest x-rays. The lead remains implanted.